Event description:
At an unknown time, a wilson-cook cotton-leung biliary stent was placed in the biliary duct. At an unknown time, the stent moved up from the original position. The stent was successfully retrieved and the patient was reported as stable.